Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 7-10 x 40 mm acculink stent in the heavily calcified right internal carotid artery. Pre-procedure the patient experienced bradycardia, which continued during the procedure. Post-procedure, the bradycardia continued with heart rate down to mid 40's. Dopamine was administered; however, the bradycardia continued. The patient was discharged to home on (B)(6) 2012 with orders to hold his amlodipine until systolic blood pressure was > 140. Follow-up visit on (B)(6) 2012 noted that the patient's heart rate was 68 and blood pressure 130/68. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.